Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal power distributor (upd) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. The upd was installed and tested on the test system. The system started up failed with error 31221, the high side switch fault field programmable gate array (fpga) log has detected a loss of power.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the system generated a non-recoverable fault. In response to the fault, the customer restarted the system with no change. At the time of call with technical support, the technical support engineer (tse) reviewed logs and observed an error pointing to loss of power on a component. The tse advised customer to perform a hard restart a couple of times with no resolution. Due to not being able to resolve the error, the procedure was converted to traditional laparoscopic approach. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the non-recoverable faults occurred during the middle of surgery and confirmed the procedure was converted to traditional laparoscopic due to the robot faults. The conversion resulted in increasing one port size from 5mm to 12mm cannula port size plus continued to use the 3 davinci 8 mm ports. The patient tolerated the procedure conversion well and there was no harm or injury to the patient. In addition, it was confirmed there are no post-operative complications. No patient demographics could be given.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the site to investigate the reported problem. The fse confirmed faults on patient side cart (psc) pointing to the universal power distributor (upd). The fse replaced the upd to correct the reported problem. The system was then tested and verified as ready for use. Isi received the suspect defective unit; however, failure analysis investigation has not been completed. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after failure analysis investigation is completed and/ or if additional information is received. This complaint is being reported due to the following conclusion: the customer converted to traditional laparoscopic approach that resulted in an increased port incision after the start of the procedure due to non-recoverable errors that rendered the system in a non-operable state.